Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to myopotential noise oversensing. Additionally, low amplitude was also observed. Possible causes were discussed and troubleshooting options were recommended. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.